Event description:
Correlation study between triage cardiac panel and vitros (j&j) showed potential false negative results with triage on 17 patients samples. Possible false negative results with triage cardiac panel may lead to missed diagnosis for mi. No information provided on patient status.

Manufacturer narrative:
Complaint investigation pending.